Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The key failure is the sieves have low o2 and odor. Customer alleged the lights do not come on.